Event description:
It was reported that the ventilator failed safety valve test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the safety valve's pull magnet and the expiratory channel printed circuit board were replaced, resolving the safety valve issue. However, it was then noticed that there was excessive leakage and that the internal leakage test failed. Further analysis revealed that the inspiratory pressure tube was the cause of the leakage. After replacing the inspiratory pressure tube, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The inspiratory pressure tube connects the inspiratory pipe with the inspiratory pressure transducer. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. Analysis of the provided device logs confirms the issues with the failed safety valve test and internal leakage test (excessive leakage). The pull magnet and the inspiratory pressure tube were returned for further investigation. A visual inspection of the returned parts revealed that one of the pull magnet's wires was broken, explaining the failed safety valve test. Additionally, when inspecting the inspiratory pressure tube, a small hole was noticed, which explains the reported excessive leakage. Due to the broken wire in the pull magnet, simulated use testing was impossible. However, the inspiratory pressure tube was inserted into a reference ventilator for simulated use testing. During this testing, the reported issue was confirmed, as excessive leakage was noticed and several tests during pre-use check failed, including the internal leakage test, pressure transducer test, and safety valve test. Our conclusion is that the device failed to meet its specifications during the reported event. The cause of the reported issue was most probable due to a defective pull magnet, because of a broken wire, and a defective inspiratory pressure tube.